Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)."), device dislocation ("essure outside right cornua / right coil moved to between the uterus and the stomach"), pre-eclampsia ("pre eclampsia"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("heavy abnormal bleeding") in a 27-year-old female patient who had essure (batch no: 20210351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (on (B)(6) 2002, on (B)(6) 2006, on (B)(6) 2008), thyroid cancer on (B)(6) 2009, thyroidectomy on (B)(6) 2009 and retinal vein thrombosis. Previously administered products included for to prevent pregnancy: iud from 2008 to on (B)(6) 2009. Concurrent conditions included blood pressure high since 2006, hypothyroidism since 2009, hypertension, depression, hypothyroidism, sleep apnea, acid reflux (oesophageal), thyroidectomy, seizure, hypocalcemia, hypoparathyroidism, thyroidectomy, heartburn, gastrointestinal disorder, chest pain, arthritis and thyroidectomy since on (B)(6) 2009. Concomitant products included amlodipine since 2006 and levothyroxine. On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)" and dyspareunia ("dyspareunia (painful intercourse)". On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2010, the patient experienced pre-eclampsia (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy and right hysterectomy, right essure coil unilateral salpingectomy). Essure was removed on (B)(6) 2010. On (B)(6) 2010, the pregnancy with contraceptive device had resolved. At the time of the report, the uterine perforation, device dislocation, pre-eclampsia, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, nausea, vaginal haemorrhage and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2010. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, nausea, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: soon after essure removal, most if not all symptoms decreased. Essure devices still implanted and removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: results: unilateral occlusion. Pregnancy test: on (B)(6) 2010: results: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2019: pfs received: event perforation (uterus) added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure outside right cornua / right coil moved to between the uterus and the stomach"), pre-eclampsia ("pre eclampsia"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("heavy abnormal bleeding") in a 27-year-old female patient who had essure (batch no. 20210351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (B)(6) 2002, (B)(6) 2006, (B)(6) 2008), thyroid cancer in (B)(6) 2009, thyroidectomy in (B)(6) 2009 and retinal vein thrombosis. Previously administered products included for to prevent pregnancy: iud from 2008 to (B)(6) 2009. Concurrent conditions included blood pressure high since 2006, hypothyroidism since 2009, hypertension, depression, hypothyroidism, sleep apnea, acid reflux (oesophageal), thyroidectomy, seizure, hypocalcemia, hypoparathyroidism, thyroidectomy, heartburn, gastrointestinal disorder, chest pain, arthritis and thyroidectomy since (B)(6) 2009. Concomitant products included amlodipine since 2006 and levothyroxine. In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful intercourse)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2010, the patient experienced pre-eclampsia (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (right hysterectomy, right essure coil unilateral salpingectomy). Essure was removed on (B)(6) 2010. On (B)(6) 2010, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation, pre-eclampsia, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, nausea, vaginal haemorrhage and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2010. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, nausea, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: soon after essure removal, most if not all symptoms decreased. Essure devices still implanted and removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 24-nov-2010: results: unilateral occlusion. Pregnancy test - in january 2010: results: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2019: pfs received: event abnormal bleeding (vaginal, menorrhagia), nausea were added. Suspect drug indication added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure outside right cornua / right coil moved to between the uterus and the stomach"), pre-eclampsia ("pre eclampsia"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("heavy abnormal bleeding") in a 27-year-old female patient (gravida 4, para 3) who had essure (batch no. 20210351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 2002, (B)(6) 2006, (B)(6) 2008), thyroid cancer in (B)(6) 2009 and thyroidectomy in (B)(6) 2009. Previously administered products included for to prevent pregnancy: iud from 2008 to (B)(6) 2009. Concurrent conditions included blood pressure high since 2006 and hypothyroidism since 2009. Concomitant products included amlodipine since 2006 and levothyroxine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful intercourse)"). In (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2010, the patient experienced pre-eclampsia (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (one side removal of essure, right essure coil unilateral salpingectomy on (B)(6) 2010). Right essure was removed. On (B)(6) 2010, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation, pre-eclampsia, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, dysmenorrhoea and dyspareunia outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, pre-eclampsia, pregnancy with contraceptive device and vulvovaginal pain to be related to essure. The reporter commented: soon after essure removal, most if not all symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unilateral occlusion. Pregnancy test - in (B)(6) 2010: positive. Most recent follow-up information incorporated above includes: on (B)(6) 2018: date of birth, medical history, concomitant conditions and medication, lab data, essure lot number (20210351), events dysmenorrhea (cramping), dyspareunia (painful intercourse), essure outside the right cornua / right coil moved to between the uterus and stomach, pregnancy, pre eclampsia and device ineffective added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure outside right cornua / right coil moved to between the uterus and the stomach"), pre-eclampsia ("pre eclampsia"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("heavy abnormal bleeding") in a 27-year-old female patient (gravida 4, para 3) who had essure (batch no. 20210351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 2002, (B)(6) 2006, (B)(6) 2008), thyroid cancer in (B)(6) 2009 and thyroidectomy in (B)(6) 2009. Previously administered products included for to prevent pregnancy: iud from 2008 to (B)(6) 2009. Concurrent conditions included blood pressure high since 2006 and hypothyroidism since 2009. Concomitant products included amlodipine since 2006 and levothyroxine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful intercourse)"). In (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2010, the patient experienced pre-eclampsia (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (one side removal of essure, right essure coil unilateral salpingectomy on (B)(6) 2010). Essure was removed. On (B)(6) 2010, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation, pre-eclampsia, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, dysmenorrhoea and dyspareunia outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, pre-eclampsia, pregnancy with contraceptive device and vulvovaginal pain to be related to essure. The reporter commented: soon after essure removal, most if not all symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unilateral occlusion. Pregnancy test - in (B)(6) 2010: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.